Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had air / water flow issues from the air / water flow system. Inspection and testing of the returned device found foreign matter clogging in nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to clogging of the nozzle, no air or water was fed. Nozzle had foreign objects. Adhesive on the distal end was chipped. Adhesive on the distal end, light guide lens and objective lens had white-clouded area. The universal cord had a wrinkle. The plastic distal end cover had a dent. In addition, the switch 1 and 3, the image guide protector, the plastic distal end cover, and the connecting tube were all scratched. The facility's clean, disinfect and sterilize (cds), reprocessing information and foreign matter surveys results were noted below: did the customer clean, disinfect, and sterilize the device before sent it to olympus? Yes; does the customer have any idea about what the foreign material is? No; was there any delay in the start of precleaning? (Was there a time lag between the end of clinical use and the start of precleaning?) No; did the customer flush the air/water nozzle with water and air? Yes; were there any abnormalities in the accessories used for reprocessing? No; has the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges? No answer; did the customer flush the air/water nozzle / channel with the detergent solution? No; are there any other concerns about the reprocessing? No answer. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. It was confirmed that the subject device was free from non-conformity in manufacturing. The investigation concluded that the foreign material was unable to be specified. It was confirmed that the air/water nozzle was not deformed. It was also confirmed that reprocessing failed to be practiced in accordance with the instruction for use IFU. Deviation of reprocessing from the instruction manual could have caused the foreign material to have remained. It is suggested that the user practice reprocessing in accordance with the (IFU). Olympus will continue to monitor field performance for this device.